Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient(pt) reports device is zapping them and needs direction on what to do. Agent called pt back but was unable to reach and left a voicemail. No further complications were reported at this time.